Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing, resulting in minimal pacing inhibition (<1 second). The lead remains in service, and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).